Event description:
A customer contacted baxter's global technical service center to request assistance to remove the set on the homechoice (hc) during use. The home patient (hp) stated he contaminated the set and wanted to remove the cassette. The technical service representative (tsr) assisted to end therapy and remove the set. On (B)(6) 2010, product surveillance contacted the patient and the patient stated that he had accidentally dropped the patient line during use while connected. The hp discarded the setup and setup with new supplies. The hp stated that he was able to continue therapy. No medical intervention or patient injury was reported.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, all three of the devices were leaking air at the start of the case everytime a 5mm instrument or 10mm camera was inserted. They switched out the leaking trocars. A combination of trocars were used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found that device (b) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.